Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 6 was off the bus. A field service engineer (fse) removed the rear panel and found that drawer six was partially unplugged. The station was powered down, and the drawer connection was securely reseated. After powering the station back on, the fse launched the hardware test application (hta). The customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed the message device not detected on bus. The customer attempted to reboot and recover the failed drawer, but the device continued to indicate that maintenance was required. The customer then shut down the station by unplugging the power cord from the back of the unit, reconnecting the power plug, and powering the station back on; however, the problem persisted.the customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.